Manufacturer narrative:
(B)(4). Lot#: unknown as the information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815 or k073374 or k090140 or k112119 or k121629 or k121057. (B)(4). Summary of investigational findings: the review of the images and the product investigation demonstrates one of the primary legs has penetrated the vc and the aorta; stress-related, internally originated fracture of one primary leg; no significant thrombus within filter; filter retrieved without difficulty though the fractured leg remains as this is not in an high flow area and is not retrievable; patient is asymptomatic in regard to the retained fractured fragments. Perforation: filter perforation of the vena cava wall is a known risk reported in the published scientific litterature. Also, published scientific litterature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Fracture: fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific litterature. In this event, review of images demonstrates, that "the fracture likely occurred due to long-standing penetration through the wall of the inferior vena cava with abnormal stresses placed on the filter leg resulting in fracture and migration of the fractured fragment inferiorly after being detached from the ivc filter.", whereas "the cause of penetration is not clearly evident.". Most likely, the fracture of the leg had developed due to the influence of stress to the leg, causing this to fracture. No hospital or medical records have been available. . No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: there was a fracture on the primary limb. The customer believes the fracture is outside the vena cava (however this location cannot be confirmed by the customer). The primary limb is in the patient somewhere. It's specific location in the patients body is unknown. Additional information received 23may2016: one primary leg was all the way thru the ivc wall and in the wall of the aorta. According to physician the patient had a CT and noticed that one of the primary legs was through the ivc, and suggested it be removed. It was removed rather easily. Prior to the removal he saw another primary limb that was fractured, he removed the filter and determined that the fractured part was not in a high flow area and was not retrievable. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The primary limb is in the patient somewhere.

Manufacturer narrative:
Manufacturers reference (B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815 or k073374 or k090140 or k112119 or k121629 or k121057. Investigation is still in progress.

Event description:
Description according to complainant: there was a fracture on the primary limb. The customer believes the fracture is outside the vena cava (however this location cannot be confirmed by the customer). The primary limb is in the patient somewhere. It's specific location in the patients body is unknown. Additional information received 23may2016: one primary leg was all the way thru the ivc wall and in the wall of the aorta. According to physician the patient had a CT and noticed that one of the primary legs was through the ivc, and suggested it be removed. It was removed rather easily. Prior to the removal he saw another primary limb that was fractured, he removed the filter and determined that the fractured part was not in a high flow area and was not retrievable. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The primary limb is in the patient somewhere.